Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The service technician installed the customer battery with good known test power manager. The unit failed the functional test due to the battery not holding a charge. The root cause to this issue is the gas gauge sensed an over temperature condition. Carefusion scrapped the unit and sent a replacement battery to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the battery would not charge. During testing and evaluation, it was discovered that the unit was reaching temperature levels outside of the required otd safety temperature specification. This reportable issue was discovered while in service, therefore there was no patient involvement.